Manufacturer narrative:
The customer reported that while adjusting motions to acquire a quality control (qc) image, the detector head descended to the floor. The system was not in clinical use when this occurred and there was no report of injury from this issue. A philips field service engineer (fse) went to the customer site to evaluate and confirm the reported issue. The fse confirmed that this event occurred after a service event where the motor on detector 1 vertical assembly was replaced. It was determined that during replacement, the key from the motor shaft had slid back and did not stay completely in the shaft on the motor before putting it back in. The fse re-seated the key on the motor shaft to resolve the issue and tested all system functions with no issues. The system was returned to the customer. Internal cross reference: complaint pr# (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that while the customer was adjusting motions to acquire a quality control (qc) image, the detector head descended to the floor. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.